Event description:
During a remote follow-up, undersensing was observed on the device. Technical support was contacted and suspected the undersensing was due to poor tissue contact as the device was recently implanted. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.